Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. Treatment for the event was not reported. The cause of the peritonitis was unknown. The patient¿s outcome was also unknown. No additional information is available. This is report 1 of 3.